Manufacturer narrative:
(B)(4). Device evaluation: the condition of a mini-infuser with a "died yesterday - has replaced batteries and its not doing anything" issue was confirmed and not reproduced during product evaluation. The assignable cause was determined to be a corroded battery spring blocking the batteries from making contact. The battery spring was replaced in order to fix the reported condition.

Event description:
The facility representative reported a mini-infuser pump with a condition of died yesterday - has replaced batteries and its not doing anything. This condition occurred upon power-up in the "surgery center" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.